Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The unexpected battery out limit alarm was unable to be confirmed due to keypad unresponsiveness. The insulin pump was received with broken belt clip slot, broken reservoir tube lip, cracked case near display window corners and cracked display window.

Event description:
Customer's father reported via phone call battery out limit alarm and keypad anomaly. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for battery out limit was performed. Customer's father advised they replaced the battery several times and received the battery out limit alarm. Troubleshooting for keypad anomaly was performed. Customer was unable to clear the battery out limit alarm as a result of the keypad being unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.